Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2013, inratio2: 1.3, poc meter: 2.4. Therapeutic range not provided. Same finger stick was used for both readings; performed within a minute.

Manufacturer narrative:
Investigation pending.